Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: the procedure date should update to be (B)(6) 2026. Corrected b5 narrative: it was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The patient experienced post-op inflammation and wound secretion. The doctor found that the patient's incision site on the right side was red and swollen, with a slight amount of pale yellow exudate and no fever. Physical examination: the redness and swelling range is 2cm × 1.5cm, and the skin temperature is slightly higher. Local iodine disinfection, removal of 1 stitch of suture, removal of suture knot, debridement and dressing change, oral administration of cefaclor capsules for anti infection. After 2 hours of treatment, the redness and swelling gradually subsided. Additional information was requested.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. The patient experienced post-op inflammation and wound secretion. The doctor found that the patient's incision site on the right side was red and swollen, with a slight amount of pale-yellow exudate and no fever. Physical examination: the redness and swelling range is 2cm × 1.5cm, and the skin temperature is slightly higher. Local iodine disinfection, removal of 1 stitch of suture, removal of suture knot, debridement and dressing change, oral administration of cefaclor capsules for anti infection. After 2 hours of treatment, the redness and swelling gradually subsided. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Are the procedure date and event date both (B)(6) 2026? Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Onset date of the patient¿s symptoms (number of days post-op)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the patient have an infection? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?